Manufacturer narrative:
Reporting institution name: (B)(6).

Event description:
It was reported to philips the battery was defective. Patient/user involvement is unknown. The philips field service engineer (fse) confirmed the defective battery. Following the evaluation of the device, the fse replaced the battery to resolve the problem. Based on the information provided and service performed, the customers alleged malfunction was confirmed to have failed to meet specifications. There was no patient or user harm reported due to this event.